Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1: patient initials are not available. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged deviation during a t9 to l2 fusion case. The deviation was noted by surgeon on l1 and l2 on the right. After placing a few screws on both right and left side they noticed navigation seemed off while placing the l1 and l2 right screws. After screw placement they took a fluoro and determined the screws had deviated (lateral and superior) from plan. Other screws seemed accurate. The surgeon replaced the screws free-hand. The surgeon believes the cannula may have been pushing the mis bridge causing registration to be off. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome.